Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2015. (B)(4).

Event description:
It was reported that an alert was triggered due to low impedance on the right atrial (ra) lead. The alert was turned off, it remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.